Event description:
Jaw of instrument broke off in pt. Surgery time prolonged thirty minutes to retrieve the broken jaw. The pt did not suffer any adverse effects as a result of the reported incident. Pt discharged.